Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensed noise on the right atrial (ra) and right ventricular (rv) leads leading to an inappropriate shock. There was also evidence of high out-of-range rv pacing impedance measurements with intermittent loss of capture (loc). Boston scientific technical services (ts) reviewed x-rays, device data and rhythm strips and suspected an under inserted rv lead with possible insulation damage on the ra and rv leads. The patient was hospitalized pending surgical evaluation. As of today the device remains in service. This device was implanted 22.5 months after the use by date.